Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day, the patient was treated with intraperitoneal (ip) injection of ceftazidime (1gram, daily one exchange, ongoing), ip injection of vancomycin (1 gram, after third day) for peritonitis. Three days later, the vancomycin therapy was discontinued. The following day, the patient was treated with injection of meropenem (1 gram, for 14 days per day, route and frequency not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.